Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
On an unknown date, the patient was implanted with a tfn nail. Upon follow-up with the surgeon, the patient complained that the tfn nail caused him pain. Per the patient¿s request, he was returned to the operating room on (B)(6) 2013 for hardware removal. The devices were easily removed and there were no reported problems during surgery. The patient is expected to recover normally. This is report 3 of 3 for (B)(4).